Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they couldn¿t remember the exact number that displayed. Low bg cause was not known. Customer consumed carbohydrates to address bg. However, the customer received third party assistance from emergency medical services (ems), who delivered glucagon. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.